Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was delivering boluses at a slower rate. Blood glucose level ranged from 250-300 (mg/dl).